Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was repositioned due to dislodgement causing failure to capture and a sensing issue. The lv lead had pulled back into the ra. The lead remains actively implanted. Should additional information become available, this file will be updated.